Manufacturer narrative:
The following other devices were listed in this report: triathlon-prim tib baseplate - cemented, cat# 5520-b-400; lot wgcm; triathlon-symmetric patella s31mm x 9mm, cat# 5550-l-319; lot laj24; simplex p with tobra unit packfull dose, cat# 6197-9-001; lot mb0007. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain and swelling. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a total knee replace on (B)(6) 2007; she completed 12 week of physical therapy and still continued to experience pain and swelling. Pt consulted with her surgeon and was told that she healed fast and needed to have scar tissue removed. She had same day surgery to remove the scar tissue in (B)(6) 2007 and proceeded with another 12 weeks of physical therapy. She still is experiencing the pain and swelling and can not walk alone and has fallen on a number of occasions. She stated that it was ok for stryker to contact her surgeon. Pt reached out to her surgeon again and was told that there was nothing else he could do. She has moved from (B)(6) to (B)(6) and is no longer seeing her surgeon."